Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5008815/7070621.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate stimulation despite reprogramming attempts. All device components were explanted and will not be returned. The patient was doing well post-operatively.